Event description:
The customer reported that a ventilator had multiple failures and printed circuit board (pcb) failure. The device was not in use on a patient. No patient or user harm was reported. The customer stated a service quote was previously received for a unit that needs extensive repair and they would now like a quote sent for a replacement unit rather than repair. Customer requests help with determining age of broken unit. The remote service engineer (rse) advised the customer that date of manufacture was located on serial number sticker at the bottom back of unit. The customer was able to locate date of 06/2012. The rse advised that recommended life of unit is ten years per v60 manual. The customer would like am for their facility to contact them with a replacement quote. The rse emailed am stephanie philips to assist with customer¿s request. Evaluation and repair information is pending.

Manufacturer narrative:
The customer reported no voltages to the board. There was a 35 v failure with error codes indicating 35 v supply failed, 35 v supply failed, 5 v supply failed. The quote provided to the customer was canceled. The customer requested an onsite service. Further information has been requested.

Manufacturer narrative:
Upon further investigation it has been determined that this complaint is the duplicate of an existing complaint for which MFR report number 2031642-2021-05240 was previously submitted. The complaint reported in this record will be closed as a duplicate. Refer to MFR report number 2031642-2021-05240 for full event information.